Manufacturer narrative:
Manufactured february 8, 2016 ¿ february 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a large volume infusor. This occurred during patient infusion. It was stated that there was no flow after one day. The infusor was filled with an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.